Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that this ventilator will not calibrate. The fio2 is not fluctuating and they need a new gde. There was no patient involvement in this incident.

Manufacturer narrative:
Results of investigation: the factory service department received the suspect faulty gas delivery engine and was able to reproduce the reported issue and isolate it to a faulty blender.